Event description:
It was reported through a literature article titled ¿the zwolle experience with left bundle branch area pacing using stylet driven active fixation leads¿ that after implantation of a right ventricular (rv) lead, an infection occurred. The lead was then explanted to resolve the event. Further information was requested but no further information was received. Additional details can be found in ¿the zwolle experience with left bundle branch area pacing using stylet driven active fixation leads¿.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but unable to be obtained.